Event description:
It was reported that a mammography machine tube traveled down, uninitiated by the operator, onto pt's motorized scooter traping her hands underneath the bucky and on top of the handlebars of the scooter. According to site personnel, the emergency stop button was pushed, but the system continued to drift downward stopping on to of the pt's hands. The pt was taken to urgent care for medical attention. The x-ray showed no broken bones. The pt's hand was swollen and bruised. Pain medication was ordered and pt was instructed to treat with ice and massages to the forearm and hand.

Manufacturer narrative:
Investigation results: a hologic field engineer evaluated the system. The system was found to have a broken footswitch, damaged image receptor cover and two broken emergency-off swiches. The system was tested by the field engineer for faults. After being restarted the system functioned normally, with the exception of one footswitch and two emergency -stop switches, which were physically damaged and non-functioning. The system operation calls for the c-arm to move in the direction first entered, such as the down direction, and will continue in that direction to a specified point, as long as the "down" switch is engaged, even if an "up" direction comand is executed. Engaging the emergency-off switch kills power to the system. The actual failure mode reported could not be duplicated. Based on the investigation it is believed that when the pt moved her scooter toward the system, she inadvertently hit the down button on the footswitch. This caused the image receptor to go down and apply pressure on her arms, which were positioned on the scooter handlebars, when the technologist was alerted to the event, she-hit the "up" button on the system. Since the footswitch was still activated the image receptor continued to go down. The technologist then hit the emergency-stop switch, which removed all power from the system leaving the image receptor in the down position . The broken footswitch, emergency -stop switches and image receptor were a result of the event. Inadvertently c-arm movement has been observed when a wheel from a wheelchair rolls on top of the footswitch. The miv operator's manual warns users to keep footswitches clear of pt and c-arm area.